Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 13th september 2010 and performed to specification, alongside random manual power ons up to the 5th july 2015. Multiple manual power ups of ten minutes duration were recorded between the 7th july 2015 and the 24th august 2015. The device performed successful self-tests up to the last log entry on the 8th may 2016. An increase in voltage during this time suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.